Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.